Event description:
A female pt with a complex medical history was admitted to the hospital on (B)(6) 2012, with a subarachnoid hemorrhage. The ip2p was implanted on the night of (B)(6) 2012 between 2100 and 2200. The initial documented oxygen reading at 2300 was 27.4. Changes were noted on the morning of the (B)(6) 2012, between 0700 and 0800. The value of the licox was reading greater than 500 on and off between 0700 and 2200 that day. No injury occurred to the pt due to the readings and no intervention was necessary.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.